Event description:
Pt did not keep batteries in pump. Pump lost programming reported by pt's spouse. Pt did not experience any ade due to pump malfunction. New pump will be sent to pt and old one returned. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.